Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor siltex round moderate profile, 275cc saline prosthesis, catalog # 3542640, serial # (B)(4), (doi: (B)(6) 2006). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor siltex round moderate profile 275cc saline prosthesis experienced right sided deflation at the end of 2019 post procedure. The left device had deflated previously and was replaced in 2006 (1645337-2020-01844). Bilateral prosthesis replacement with mentor smooth round moderate plus profile 350cc saline prosthesis was performed on (B)(6) 2020.